Manufacturer narrative:
Follow-up #1 05/14/2012-device evaluation: the pump has been returned and evaluated by product analysis on 04/17/2012 with the following findings: the pump history and black box were reviewed and confirmed that the events in the pump history correctly coincided with the events recorded in the black box. Boluses were programmed during testing and were confirmed to be recorded correctly in the pump bolus history. The pump was programmed with an auto off setting of 12 hours; the history showed that on (B)(6) 2012 the pump delivered a bolus at 5:39 am and was suspended for 15 minutes at 12:24 pm. During testing the auto off was programmed to 1 hour and was confirmed to be functioning properly.

Event description:
The reporter claimed the animas insulin pump has a history record issue. According to the reporter, on 4-5 days the subject pump is not recording the bolus the patient took. The reporter is adamant there was no use error involved and that bolus insulin taken via the subject pump is not being recorded in the memory. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the alleged incorrect insulin pump history issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).